Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced underfill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: "we cannot fully fill these tubes¿they give up about halfway, so we¿re using twice the amount of tubes for the same amount of blood."